Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise resulting in false high ventricular rate episodes. No changes or interventions were performed. The patient condition is not known.